Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, prod, or pt details has been requested. No add'l info is available at this time. The event of swelling, tenderness and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a pt with juvederm voluma xv in the "midface" region. About 3 months later, the pt developed "swelling and tenderness into the midface." Upon review by the healthcare professional, pt also had "obvious erythema." Pt was treated with hyalase and keflex. Symptoms have resolved.